Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was also experiencing phrenic nerve stimulation. The lead was subsequently explanted and replaced with an epicardial lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular lead. The lead was reprogrammed and a lead revision was attempted. During the lead revision, it was found to be scarred in place and would not pull out of the coronary sinus branch. A new left ventricular lead was inserted into another branch, but high threshold and diaphragmatic stimulation were noted. The lead was removed after unacceptable attempts to place the lead. It was also reported that a pericardial effusion was present after trying to remove the old lead. The left ventricular lead was inactivated and will be replaced at a later date. No further patient complications have been reported as a result of this event.